Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u MDR will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and dka. Customer took a bolus for correction but blood glucose remained high.